Event description:
Severe knee pain [arthralgia]. Knee effusion [joint effusion]. C-reactive protein still high [c-reactive protein increased]. Erythrocyte sedimentation rate still high [red blood cell sedimentation rate increased]. Erythema on lateral side of the knee [erythema]. Left knee still swollen [joint swelling]. Case description: spontaneous report was received on (B)(6) 2012 from a nurse regarding a (B)(6) male pt, initials (B)(6), with osteoarthritis of knee. The pt's medical history was significant for the use of synvisc one ((B)(6) 2010), left knee swelling, increased erythrocyte sedimentation rate and increased c-reactive protein. On (B)(6) 2011, the pt initiated treatment with synvisc one (hylan g-f 20) at 6 ml, once into the left knee. The lot number of synvisc one was not provided. On (B)(6) 2011, two days after the injection, the pt developed severe pain and effusion in the knee. Aspiration was performed and the microbiology culture, sensitivity tests, crystal studies and uric acid analysis results were normal. It was reported that the knee pain was getting worse and the pt required a left knee exploration and irrigation under general anesthesia. A week later, his knee was still swollen with an area of erythema on the lateral side of the knee. It was reported that the pt's knee range of movement was the same as before, his erythrocyte sedimentation rate and c-reactive protein were still high. On (B)(6) 2012, the pt was hospitalized for antibiotics treatment. The same day, knee aspiration was performed and 10 ml turbid joint fluid was aspirated. On (B)(6) 2012, the pt was discharged with mild knee effusion. No action was taken with synvisc one. The outcome for the event for knee effusion was not yet recovered. The outcome for the events of severe knee pain, erythema on lateral side of the knee, left knee still swollen, c-reactive protein still high and erythrocyte sedimentation rate still high was not provided. Concomitant medications were not provided. The intensity for the event of severe knee pain was severe. The intensity for the events of knee effusion, erythema on lateral side of the knee, left knee still swollen, c-reactive protein still high and erythrocyte sedimentation rate still high was not provided. The reporting nurse did not provide a causal relationship between synvisc one and the events. The qa (quality assurance) investigation results were received on (B)(4) 2012. The product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for spec conformance prior to release. Any out of spec result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.

Manufacturer narrative:
Eval summary: the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for spec conformance prior to release. Any out of spec result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.